Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver a bolus due to an unknown issue with the pump. The customer's blood glucose (bg) level was 81 mg/dl. Reportedly, the customer was able to successfully deliver the bolus soon afterwards and the issue was resolved.